Event description:
It was reported that the user described a low glucose event, noting a lowest reading of 78 mg/dl while using the ilet system, and received troubleshooting and education from support. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no functional impact, no medical intervention, and no hospitalization. Investigation included review of complaint details and user-reported blood glucose information through customer support troubleshooting. Investigation of this case revealed no device malfunction reported and no adverse physiological effects. It was concluded that the event was consistent with a user-reported low glucose reading without symptoms and without evidence of device failure, with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.